Manufacturer narrative:
Concomitant medical products: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer three piece lens. The physician stated there was debris in the vial when it was opened. There was no patient contact.

Manufacturer narrative:
Method: device history record review. Results: device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing and packaging process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: a visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Particles found in liquid. Stand/fiber observed in vial, liquid level depleted. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).